Event description:
Additional information: the health care (hcp) provider later reported that the cause of the event was interaction with cell phone use in the room and low battery of the pump. It was indicated that the event was attributed to the programmer. Per the hcp it was normal battery depletion as the pump was almost 8 years old. The pump was replaced. There was no reported patient injury.

Event description:
It was reported that the healthcare provider (hcp) was updating the pump and after the update the pump had a pump memory error (pme) and was alarming. Per hcp the concentration of morphine had not been updated from 40 mg/ml to 20 mg/ml and the reservoir volume was blank. The bridge bolus that was programmed during the update was however noted as accepted and a bolus was in progress. Hcp stopped the bolus ran the pump at 40 mg/ml at 5.5 mg/day. Total tubing volume should have been 0.57ml, but hcp could only enter 0.555ml. Pump was running at 0.005ml/hr. Hcp was to wait for 1.5 hours after the pump was refilled to account for the remaining .015ml that she was not able to program. Hcp said the patient pain score was a 2 and now a 4. Patient complained of increase pain, nausea, vomiting. There were no reservoir discrepancies noted. Hcp did not feel that the symptoms were related to a catheter issue. It was also added that the hcp was having issues getting the telemetry established and had 4 attempts unsuccessfully. Hcp moved to another room and was able to establish telemetry and interrogate pump fine. Drug delivered via the device was morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Programmer 8840, serial# unk; cathter model: 8731, serial# (B)(4), implanted: (B)(6) 2004, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).